Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a defective power module. Access to dongle was possible but not to the system controller. The power module was exchanged.

Event description:
The power module was found contaminated in the edc service center. The device was unable to be serviced and was scrapped.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the power module (serial number: (B)(6) not communicating with the system controller was unable to be confirmed. The unit was returned to the european distribution center (edc) and extensive contamination was noted. Due to the extent of the damage, the power module could not be serviced and will be scrapped. The power module was not able to be evaluated or tested. The root cause of the reported event was unable to be conclusively determined; however, it is likely that the observed contamination would have contributed to the reported event. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. No further information was provided. The manufacturer is closing the file on this event.